Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day of onset, the patient began treatment with vancomycin (2 grams per 2 liters, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.